Manufacturer narrative:
Review of manufacturing and sterilization records did not identify any pre-existing anomaly on nonconformity on involved batch of liner, nor on the batches of the other associated components, that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2025 due to dislocation. During previous surgery, performed on (B)(6) 2025, following components were implanted: smr metal-back glenoid small r (part number 1375.21.005, lot 2507198, sterilization (B)(6)), smr connector small r (part number 1374.15.305, lot 2514287, sterilization (B)(6)), smr eccent. Glenosphere ø 40mm (part number 1376.09.041, lot 2522183, sterilization (B)(6)), smr cementless finned stem (part number 1304.15.160, lot 2432439, sterilization (B)(6)), smr reverse finned humer. Body (part number 1352.15.050, lot 2521987, sterilization (B)(6)), smr reverse liner retentive (part number 1365.50.816, lot 24at5wb, sterilization (B)(6)). Patient dislocated and needed a thicker insert. As troubleshooting surgeon replaced the pre-existing liner with a reverse liner retentive +3mm dia 40mm (part number 1365.50.816) and added an extension for humeral reverse body (part number 1352.15.001). Patient is a male, date of birth (B)(6) 1953. The event occurred in the united states.